Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the therapy was not working for patient in the past 3 weeks. A loss of therapy was noted. Patient reported that he was told by a company representative to turn stim off and turn stim back on after 1-2 weeks. Patient stated he has noticed no difference in his symptoms from therapy off /on. The change in symptom was considered gradual. Additional information received from a patient reported the battery failed and was replaced. The patient also noted the manufacture representative (rep) changed the setting. Then the patient had yet another lapse until (B)(6) 2016. The patient stated in order to resolve the loss of therapy a new device and leads were redirected to spot affectingly sending a pulse. The patient also noted the rep work with the patient to find the optimum level. The patient noted the issue was resolved and they were satiated with the connections made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.